Manufacturer narrative:
The fse that encountered the issue disassembled the cart top cover and side panel. The fse removed the damaged assembly. The fse installed a new IV pole (0436-00-0274), pole lock (0105-00-0129), and bushing (0358-00-0073). The fse performed a complete pm with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) IV pole not releasing from cart. There was no patient involvement.